Manufacturer narrative:
Product event summary: the data files were returned and analyzed. In the fault file, the following fault messages were found on the  reported event date: the system notice n-004 "the system has detected blood in the catheter handle and stopped the vacuum." Was confirmed during the ready state. The system notice n-005 "the system has detected blood in the console." Was confirmed during the fault passive state. The system notice n-054 "the tank weight is low." Was confirmed during the celec state. The system notice n-054 "the tank weight is low" was confirmed during the evacuation state. In the case ID 44, a non-returned balloon catheter received the system notice n-054 "the tank weight is low." On the treatment ID(s) 278 during the thawing state. In conclusion, the physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, an error message was received stating that the system detected blood in the catheter handle and stopped the vacuum. Additionally, an error message was received stating that the system detected blood in the console indicating there was blood detected at the controller board (the console coaxial vacuum inlet ultrasonic blood detected). The console, balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. Blood stains were observed in the coaxial port. Data files were reviewed and confirmed the error messages. Additionally, an error messagewas observed stating that the tank weight was low indicating the refrigerant level was low. The console appeared to be functioning as expected and that the blood may not have reached the internal parts of the console. It was clarified that if the "continue" button was not pressed, the console would not allow blood to move further inside the console. A service visit was performed to ensure the console was not contaminated, during which test ablations were conducted and the coaxial port was cleaned. No further blood was found inside the console, and the console was confirmed to be controlling flow and pressure as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 24338 was returned and analyzed. External visual inspection showed blood/fluid inside the balloon. Review of the catheter smart chip data indicated the catheter was used for 1 application on the reported event date. During functional testing, the console terminated the application and triggered system notice n-006 (the system detected blood in the catheter). Pressure testing revealed the outer balloon distal bond was leaking and detached from the shaft. Dissection revealed blood/liquid was inside handle. In conclusion, the reported visible blood was confirmed during analysis. The balloon catheter failed the returned product inspection due to the outer balloon distal bond leak and detachment from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.